Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) due to a loss of capture on the rv lead. There was also increased capture threshold noted on the rv lead. No intervention has been performed at this time and the patient was stable with no consequences.